Event description:
(2/3 reference) it was reported that cadd- solis ambulatory infusion over-delivery, during testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with display glass scratched and dso (downstream occlusion sensor) seal worn. The customer stated problem was not duplicated. Investigation found no issues with the device delivering. No product problem found. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.